Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device was use in interlobar formation, when it was attempted to be fired, the handle could not be squeezed and it did not fire. A new device was used to complete the procedure. There was no patient injury.